Event description:
It was reported that in 2001 two stents were successfully placed in the mid rca. The following month, the pt returned to have a stent placed in the circumflex. After stent placement they did an angiogram to look at the stents in the rca. Both stents appear to have fractured circumfrencially at the mid point. Pt status is listed as "okay".